Event description:
It was reported that device embolization occurred. In (B)(6) 2015 the patient underwent a left atrial appendage (laa) closure procedure. A 30mm watchman delivery system was selected. During the procedure, it was noted that 3 partial recaptures were performed and significant resistance was noted. A tug test was performed prior to release of the implant and appropriate compression was confirmed. During a follow up in (B)(6) 2015, transesophageal echocardiography (tee) revealed the watchman device had embolized, but the location could not be determined. The next day, angiography revealed the device was located in the aortic arch. The device was successfully removed that day. The physician indicated that left atrial expansion due to the patient¿s heart failure may have contributed to the embolization. The patient was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Journal article: deng, hai, md, et al. (2016). Acute heart failure caused by dislocation of a watchman left atrial appendage occluder. Jacc: cardiovascular interventions, volume 9 (10), pp. E97-e99. Age at time of event corrected from (B)(6) to (B)(6). Describe event or problem, other relevant history, patient codes, complaint source, addt'l MFR. Narrative: updated. (B)(4).

Event description:
It was further reported from a journal article that the patient was asymptomatic and hemodynamically stable at discharge. However, he experienced acute left heart failure with dyspnea on exertion 30 days after the procedure. His symptoms were suddenly relieved with oral administration of digoxin and diuretic drugs. Echocardiographic assessment at the 45-day follow-up visit demonstrated ruptured mitral chordae tendineae, severe mitral regurgitation. The device was retrieved successfully using double goose-neck snares (10 and 15 mm in diameter) via bilateral femoral artery access with 14-f sheaths. A completely endothelialized disk was observed.